Event description:
Connected set to compatible pump and a large air bubble formed in the tubing. The tubing was reprimed and was noticed dripping from the membrane. The pt could have received a large air bolus.